Manufacturer narrative:
The reported complaint of failing rate accuracy was not confirmed or reproduced. Review of the device error log showed no recent errors were recorded. Review of the device event log showed the device was not in use on the reported event date. Inspection of the suspect device showed no anomalies with the pumping mechanism. Testing showed the device was performing in specification. The customer reported no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device failed the rate calibration. There was no patient involvement. Ail sensor assy- damaged/ cracked.